Manufacturer narrative:
Tracking #.49078. Device not returned for analysis.

Event description:
It was reported during a lung volume reduction the surgeon fired the device approximately 4 times and on the fifth firing one staple line had staples and the opposite side did not have staples. It was the surgeon's opinion the cartridge only had staples in one side. The pt was opened to control bleeding and blood loss was estimated at 2 units. The pt received 2 units.